Event description:
It was reported during a permanent implant procedure ((B)(6)) the lead would not pass through the cannula. The physician attempted with a second cannula with the same result. The issue was resolved with a second lead. The procedure was extended for one hour.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.